Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the capio carrier was bent/misaligned when extending and the dart detached from the suture inside the patient during the second deployment of the capio device. Reportedly, the dart was left inside the patient as it was too small to retrieve. The procedure was completed with another capio slim device and another capio suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the capio carrier was bent/misaligned when extending and the dart detached from the suture inside the patient during the second deployment of the capio device. Reportedly, the dart was left inside the patient as it was too small to retrieve. The procedure was completed with another capio slim device and another capio suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. Analysis of the returned capio slim device revealed no visual damage on the device and it worked as intended. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issues; consequently, not confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. All compiled information on this investigation determines that the most probable cause is: no problem detected. An investigation is open to address the reported failure of dart detachment.